Event description:
The plaintiff's attorney alleged that the patient experienced cardiopulmonary arrest during dialysis treatment or thereafter. It was further alleged that the event occurred due to the administration of the product for dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event; there are a total of four events for this patient.